Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system reported being hospitalized for an unspecified reason. While hospitalized, the patient reported that the physician and a bsc sales representative reprogrammed the device more than one time. The patient advocate reported that the patient advocate suspected a device problem, as the patient frequently passed out when the device provided therapy. Additional information from the clinician indicated that the patient endured four separate episodes of syncope. The patient's wife brought the patient to the ER. Interrogation of the device indicated ventricular tachycardia (vt), which was escalated to ventricular fibrillation (vf) with anti-tachycardia pacing (atp) prior to shock. The device was reprogrammed to turn this feature off. The root cause of the syncope was determined to be from vt. The patient would pass out prior to the shock being delivered. Additionally, the patient was prescribed amiodarone therapy. No further complications were noted.